Manufacturer narrative:
Initial operating surgeon requested spinal concepts, inc. Submit x-rays to another clinical surgeon for review. The reviewing surgeons comments regarding the implant subsequent events are below. The implant endplates used in the device appears to be too small, the implant used probably had too much posterior height, the implant appears to be placed too far anterior due to the lack of removal of a posterior osteophyte, the large lordotic angle of one of the implant endplates used was placed superior and probably should have been used inferiorly. Due to the above conditions the implant appears to have point loaded the patient's endplate and the device subsided. The device seems to be stable in its current position (no radiolucencies around the device). Consideration should be given to supplemental fixation (posterior pedicle screws and rods) if the patient has an increase in back pain or other symptoms.

Event description:
Upon a recent follow-up exam of the patient and x-ray was taken and the implant seems to have subsided.